Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant gradient of 30 mil limeters of mercury (mmhg) was reported. The patient had minimal leaflet calcium and no annular or left ventricular outflow tract (lvot) calcium. No pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was deployed to 80% under non-coronary cusp (ncc) isolation view and appeared to be approximately 2 mm on the ncc. The left coronary cusp (lcc) depth was assessed in non parallax left anterior oblique (lao) view and appeared to be at a depth of 6 mm. A decision was made to fully deploy the valve. The guidewire was retracted as an operator pushed forward on the delivery catheter system (dcs). The valve was deployed while rapid pacing. The operator began deploying the valve and pacing capture was lost mid deployment. During deployment, the valve dislodged -1 on the ncc but was still sealing. Both paddles were released and the nose cone was retracted through the inflow with no issues. While pulling the nose cone through the outflow of the valve, the valve dislodged supra-annular on the ncc. Subsequently, imaging showed the ncc and right coronary cusp (rcc) below the valve. The valve appeared to be pinning the lcc leaflet. Coronary filling was preserved, minimal paravalvular leak (pvl) and a gradient of 8 mmhg were reported. A decision was made to leave the valve in place. The patient was reported to have been discharged home. No adverse patient effects were reported. Additional information was received that the valve dislodged as the nosecone was retrieved, but not as a result of interaction with the nosecone.